Event description:
Boston scientific received information that a left ventricular (lv) lead was explanted after 5 months of implant. Additional information was sought out from the boston scientific field representative. Information was given that this lead had dislodged. The physician had attempted to reposition the lead unsuccessfully and had to explant the lead. The patient will be undergoing an epicardial left ventricular lead placement at a later date. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.